Event description:
It was reported that during a procedure on (B)(6) 2026, a pin hole was found on the envoy® guiding catheter, 5f, 90 cm, mpd (55625890 / 31872214); it was very close to the connector end. When it was injected, the injection fluid sprayed out of the hole. There was no negative patient impact and no significant delay to the procedure. A photo of the envoy catheter was included in the complaint. The product analysis team will review the photo.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo. The review is documented below. [Photo review]: one photo was included in the complaint. The photo focuses on the distal end of the catheter. A circle was drawn over the specific area of interest; however, the distance and quality of the image do not allow the detail to be clearly distinguished. The reported issue documented in the complaint regarding a pin hole found cannot be evaluated from the photo. The distance and the resolution / quality of the photo does not provide clear details. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31872214) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.